Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen unresponsive, and touchscreen cracked/shattered issue was verified. Based on the analysis, the malfunction undefined alleged issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer accidentally stepped on the pump and the pump touch screen became cracked. Customer is unable to interact with the pump touch screen due to the damage. Subsequently, it was reported that an unspecified malfunction alarm occurred. Customer's blood glucose level was 110 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.